Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report several lost sensor alerts. The customer's blood glucose level was 25 mg/dl. The customer stated the sensor cannula was bent. The insulin pump was not replaced or returned.